Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room (ER) due to receiving an inappropriate shock due to t wave oversensing and large t waves and a heart rate (hr) of approximately one hundred and eighty beats per minute. The presenting subcutaneous electrocardiogram (secg) was significantly different from the event secg. It was noted this patient has a history of brugada. The plan was to do a procainamide challenge, which is similar to an exercise test, and take a reference secg during that time. This s-ICD remains in service. No adverse patient effects were reported.